Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of hemorrhage is listed in the proglide instructions for use (IFU), as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The reported patient effect of hemorrhage is a known inherent risk of the procedure and the treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an embolization procedure. Reportedly, when inserting the proglide device into the patient anatomy resistance was felt and a device fracture occurred in the tissue above the artery. Dissection of the soft tissue was completed to remove the proglide device. A direct suture was completed to suture the artery closed. The patient experienced blood loss, no treatment was reported. There was no reported clinically significant delay in the entire procedure. No additional information was provided.